Manufacturer narrative:
In follow-up report #1 the date 7/2/2020 was provided in section g4, however on august 25, 2020, it was clarified with the clinical research team that on july 2, 2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on july 7, 2020, therefore, the correct aware date for reporting purposes is july 7, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted; therefore, it was not explanted. Phone number, facility name, address were not provided. PMA/510(k) #: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. The lens remains implanted. There was no model/lot/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported in a masked clinical study that a patient was implanted bilateral intraocular lenses. During the 1st month visit the patient had very bothersome halos and starbursts. The 1 month best corrected visual acuity was right eye (od)-80, left eye (os)-87. However, at 6th month follow-up visit, the best corrected distance visual acuity (bcvda) are noted to be od-85, os-87 (ou) both eyes bcdva: 20/16) etdrs (early treatment diabetic retinopathy study) letters read. Moreover, the subject is still complaining of very bothersome halos and starbursts. There is no plan for surgical intervention. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Section d1: brand name: tecnis synergy with optiblue. Section d4: model #: zfr00v. Section d4: catalog #: zfr00vu200. Section d4: serial #: (B)(6) . Section d4: expiration date: 3/20/2024. Section d4: UDI#: (B)(4). Section h4: manufacturing date: 3/20/2019. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted for a device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2020-00144. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.